Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was inserted into the patient. Air bubbles appeared in the stopcock connection when the sheath was aspirated. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.